Event description:
Pt arterial line noted to have a crack at catheter hub connection area. Line placed in or therefore no lot number available. Nurse practitioner at bedside to remove line, all parts intact.